Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The reported event cannot be confirmed. The subject device is not available for evaluation, as it remains implanted in the patient. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration and calcification. The device history record (DHR) could not be reviewed because the device serial number was not provided. However , the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6)-y-o patient with a bioprosthetic mitral valve, implanted for 12 years and two (2) months, underwent a valve-in-valve procedure due to calcification leading to mitral stenosis. A tmvr was performed using an edwards transcatheter valve via a transapical approach. The patient was noted as to be doing well after the procedure. There was no insufficiency observed on echo.